Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine 20 mg/ml at an unknown dose via an implanted pump for non-malignant pain and degenerative disc disease. An empty pump was reported and the rep had access to the clinician programmer (8840) and the empty pump was confirmed. The patient had a refill on (B)(6) 2017 and the programmer showed a low reservoir alarm date of (B)(6) 2018, but the pump was apparently showing an empty reservoir alarm. It was recommended to read the logs to see when the empty reservoir occurred as well as if there had been any other updates since (B)(6) 2017. It was noted the patient did not miss a refill. Patient symptoms were not reported and the event date was asked and unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient¿s dose was increased in between refill appointments and her appointment was never changed. It was noted it was an error from the office employee. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the empty reservoir occurred on (B)(6)2018. It was noted troubleshooting included the nurse looked back to see if the patient¿s dose was increased from the last refill date. She compared the dose from then (which was unknown) to the current read out dose and determined it was in fact increased when the patient came in for an appointment in between her refills. At that time, they did not print off a new report or update the refill date to accommodate the current dose. Actions/interventions taken to resolve the empty reservoir included educating the office that the dose increase would always change the refill date. The empty reservoir was resolved, and it was noted the event did not impact the patient and the patient still had less than 2ml in reservoir. The pump started alarming at 2ml and the patient immediately came in. The patient¿s weight was unknown. No further complications were reported/anticipated or expected.